Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. Compromised force sensor system alarms were not confirmed due to motor error alarms. Missing end cap sticker noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported receiving an error alarm during the manual prime. Customer stated that the insulin pump was dropped in the past and the drive support cap was noted to be sticking out. Customer stated that they pushed the drive support cap back in. Customer's blood glucose reading at the time of the call was 208 mg/dl. No further information reported.